Event description:
Customer reported that when turned on, system says patient disconnect accompanied by no air flow coming out of the unit. The customer reported that the device was not in clinical use at the time the issue was discovered.

Manufacturer narrative:
Follow-up: conclusion / root cause: failure analysis on the returned gas delivery system (gds) shows that the customer reported problem was duplicated. During investigation found that the air flow sensor caused this customer complaint. Replacement of the amplifier u3 (lot code: 1238) on the air flow sensor pcba corrected this failure.